Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for a detailed technical inspection. During this inspection, the error description provided by the customer ("error message during use") could not be reproduced. The error code 3fd reported by the customer was not found in the device's log files. However, two other error codes were identified: · 308: control valve defect · 271: consequential error (flow not falling) it is concluded that the root cause for these findings is wear during use. Residues enter the valves over time and cause leakage. No evidence was found that the issue is related to the device's labeling, design, or its history. All production-related quality checks were successfully passed, and the manufacturing records show no non-conformities. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device is in transit to the manufacturer. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during procedure the unit stopped working and the error message 3fd feil poweron test appeared. The nurse rebooted the unit and it worked fine for 5-10 minutes and then the same error message appeared. They then got another unit from another or and completed the surgery." It was confirmed that the procedure was completed successfully with a prolongation of less than 15mins. No negative impact in state of health reported.